Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A microscopic examination of the device displayed nicks on the knife bl ade, the safety was observed to be broken, and unformed staples were received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage and unformed staples may occur if the instrument is applied over an obstruction. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The root cause of the observed damages was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low sigmoid colectomy, the device partially fired and there was an incomplete staple line. The staple line was oversewn. This event resulted in a temporary colostomy. Medical or surgical intervention was needed to preclude permanent injury. There was tissue damage as a result of this problem. The two holes laterally were repaired with suture due to the incomplete firing of staples. Patient is alive with injury due to the temporary colostomy.